Manufacturer narrative:
The insulin pump was received with normal operating currents. The pump also passed self-test, unexpected error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. The pump was unable to test for excessive no delivery alarms due to prime anomaly. The pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 100-120 mg/dl at the time of incident. The customer stated that the alarm occurred a couple times during bolus and basal delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.